Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4) sic were observed since the day prior. Thirteen non-sustained tachycardia episodes with ventricular cycle length <(><<)> 220 ms occurred on (B)(6) 2015. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyrhythmia therapy. Eleven inappropriate shocks were delivered on (B)(6) 2015 due to non-physiologic oversensing. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d314trg crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise, sensing integrity counts (sic) and non-sustained ventricular tachycardia (vt) episodes. Inappropriate therapy due to lead fracture was also reported. The lead was turned off and subsequently capped and replaced. No further patient complications have been reported as a result of this event.